Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: st. Jude medical sl1 8fr sheath. (B)(4).

Event description:
It was reported that a patient underwent a procedure with a c3 nav variable lasso catheter where the loop did not open and close properly. During the procedure, the catheter loop was found to be stuck in the contracted position. It is not known if the knob/piston was able to be turned and/or pushed up and down. There was no difficulty removing the catheter from the patient, but it was noted upon removal that it appeared to be bent. The catheter was replaced with a new one, and the case completed without any patient consequences. When a lasso catheter is stuck in the fully contracted position, there is potential for vessel/cardiac structure damage (chordae, valves, septum) during a forceful withdrawal. As a result, this event is MDR reportable.

Manufacturer narrative:
(B)(4). It was reported that a patient underwent a procedure with a c3 nav variable lasso catheter where the loop did not open and close properly. The returned device was visually inspected upon receipt, and the lasso loop was found to be deformed. The information received indicates that loop of the catheter appeared to be stuck in a contracted position. A deflection test was performed, which the catheter passed. A contraction test was then performed, which the catheter failed. An x-ray of the catheter loop was taken, and the puller wire was found to be wrapped around the nitinol, causing the deformed shape noticed on the catheter loop. However, the catheter did not stick while during contraction. The misshapen catheter loop may be related to manipulation, but this cannot be conclusively determined. The catheter outer diameters were measured and were found within specifications. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter failed the contraction test, but the catheter loop was not found to be stuck. The customer complaint regarding the catheter getting stuck in the contracted position cannot be confirmed. Based on available analysis finding a result, the failure mode does not appear to be caused by any internal bwi processes; contraction/deflection tests and inspections are performed during the manufacturing process.

Manufacturer narrative:
On 9/23/2016, the bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).